Event description:
It was reported that patient presented to the hospital due to an infection. The patient had redness and swelling on the device implant site. The patient's pacemaker, right ventricular and right atrial leads were explanted. The operation was completed smoothly and the patient was in a stable condition.